Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but noticed the lens was inserted upside down. The lens was removed within the same surgery with no patient injury. The back-up lens was implanted.

Manufacturer narrative:
Other (lens inserted upside down) - evaluation - (other) visual inspection of the returned product found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.